Event description:
It was reported that the physician felt the patient needed a new system. The device was "nonfunctioning". The device was explanted and replaced. It was also reported that the right ventricular lead fractured. The right ventricular lead was explanted and replaced. The left ventricular lead had an allegation of malfunction. Specifics of the malfunction were unable to be obtained from the sales person or doctor's office. The left ventricular lead is inactive. It was additionally reported that the device had early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the outer insulation was kinked/buckled, the outer insulation was melted, the outer insulation had environmental stress cracking, the outer insulation had a cosmetic depression, and there was apparent explant damage. (B)(4) the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the outer insulation was kinked/buckled, the outer insulation was melted, the outer insulation had environmental stress cracking, the outer insulation had a cosmetic depression, and there was apparent explant damage. (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the physician felt the patient needed a new system. The device was "nonfunctioning". The device was explanted and replaced. The left ventricular lead had an allegation of malfunction. Specifics of the malfunction were unable to be obtained from the sales person or doctor's office. The left ventricular lead was explanted. No patient complications have been reported as a result of this event.